Event description:
It was reported that the "bluish" part that covers the trach hub on a smiths medical trach tube got stuck to the inline hub (where it connects) and could not be disconnected. One of the respiratory therapist was able to get it disconnected after struggling with it and the "bluish" piece came off with the inline suction hub. The respiratory therapist had to "dig it out" from the in line suction hub in order to re-connect the vent. Once the patient was stable, a trach change was done. No further adverse patient effects were reported.